Event description:
I have irregular menses now, about every two weeks. On the weeks that I am not bleeding, I am feeling my ovulation cycle. Excessive sweating, blood clots, dry mouth, pelvic pain, hair loss, left side pain by tubes. I have had the nickle allergy patch test done for nickle, gold, titanium, and silver. This came back negative. I have had a uterine biopsy which was also negative. Multiple ultrasounds and transvaginal ultrasounds. No answers as to why I am bleeding so much. Implanting doctor says that my coils are embedded into uterine muscle. I was advised that this should not be the case. I have gone to a second obgyn who I am currently under his care for. The options I have been given are to have the mirena placed as well (which I refuse to do. Nothing else is being placed in my body!!) Or to have a hysterectomy. I will have to have my tubes with coils in tact removed as well as my uterus and cervix. If my ovaries have too many cysts on them, I will have to have them removed as well. If that happens, as you know, I will go into early menopause. Not what I expected in 2012 when I started talking to my doctor about getting off birth control pills because of family history of breast cancer. I myself had to have a breast biopsy in 2010 where a titanium clip was placed. I also have constant pain at that spot as well. I checked the outcome as permanent damage as I will have to have that hysterectomy. (B)(4).